Event description:
It was reported that an ilet device sustained screen damage of unknown cause, after which the screen was unusable and the user could not unlock or operate the device; the device was determined nonfunctional and a replacement was arranged, with counseling that the device will no longer be water resistant and that backup therapy should be in place. Symptoms included no injury. Outcomes included interruption of therapy and the need for device replacement and return. Investigation included review of the reported damage, confirmation of loss of screen function, verification of shipping information, and instructions to sync data to the mobile app prior to shutdown and return. Investigation of this case revealed a damaged or cracked screen consistent with physical damage to the display component, resulting in loss of user interface functionality. It was concluded, based on previously established findings for similar reports, that the cause was user-device interaction resulting in physical damage, source undetermined.